Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2025).

Event description:
It was reported that prior to a biopsy procedure, the device fired on its own when fully cocked. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history review and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was received for evaluation. The magnum instrument was visually inspected upon receipt and was found to be in good overall condition. Also found that the gun is very dry, sleds are worn and discolored the device was functionally tested and failed the tests due to cannula sled was stuck in the primed position and would not return to neutral upon firing identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to unconfirmed for the reported device fires on its own when fully cocked issue and the investigation is determined to be confirmed for the identified cannula sled was stuck in the primed position issue. The root cause for the reported device fires on its own when fully cocked issue cannot be determined as the problem could not be reproduced. The root cause for the identified cannula sled was stuck in the primed position issue was determined to be sleds are worn. During evaluation, it was also determined to be dry gun is likely contribute to the identified mechanical jam issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiry date: 04/2025), g3, h6(device) h11: h6(result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device fired on its own when fully cocked. There was no patient contact.